Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from the lot. Results: review of the device history records revealed 1 deviation ((B)(4) - mixer printer failure) associated with the production of lot s11153. The deviation relates to a printer problem that presents no impact to product or patient safety. Therefore,the product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. Review of the lot processing history was otherwise unremarkable. To date, no other complaints have been reported to lifecell against lot s11153. To date, of the 177 grafts processed for lot s11153, 169 devices were distributed with 16 devices that were reported to be implanted. The cause of this event could not be determined objectively since the device was not returned to lifecell for evaluation. However, the device met criteria for qc release, including mechanical testing. Lifecell made multiple attempts to retrieve additional details concerning the event from the physician, including the patient's current condition and disposition of the device. So far these attempts have been unsuccessful. A follow up report will be submitted should additional information be provided. Device not returned for evaluation.

Event description:
It was reported to lifecell that the strattice device was wrinkled and the physician elected not to use the device. The procedure was completed with a like device.